Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving baclofen (500 mcg/ml at 190 mcg/day) via an implanted pump. The indication for use was intractable spasticity. On (B)(6) 2015, the patient started hearing a non-critical alarm. Around 6pm on (B)(6) 2015 it switched to the critical alarm sound. The pump was due to be refilled. The patient had no symptoms. The actions/interventions, cause of the alarm, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information.